Event description:
The account alleged the head section will not raise up. No pt impact.

Manufacturer narrative:
The technician found a stuck head up solenoid valve. The technician replaced the head up solenoid valve to resolve the issue.